Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer found the string was sticking out at tip between the jaws of the mega suturecut needle driver (msnd) instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.